Event description:
It was reported that the user received high glucose at 324 mg/dl and insulin occlusion alerts on an ilet system after a recent meal, with elevated blood glucose attributed to a delayed acknowledgement of the alert; troubleshooting included confirming insulin flow through tubing, then replacing the infusion set and connector while retaining the existing cartridge. Customer care provided support that included guided troubleshooting. Investigation of this case revealed that the occlusion condition persisted until the infusion set and connector were replaced, indicating an infusion set or connector-related delivery obstruction rather than a pump mechanism failure. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution of the occlusion alert only after the supply change and user education on full supply replacement. It was concluded, based on previously established findings for similar reports, that the most probable cause was an infusion set or connector obstruction contributing to insulin delivery occlusion and resultant hyperglycemia.